Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a healthcare professional (hcp). The patient reported that it was their understanding that only the battery was replaced. It was never satisfactory. At the time of the replacement on (B)(6) 2021, the patient was informed that the lead had been cracked.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va08f3e, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported since the implant was replaced the patient has not been able to get the implant set right. Patient is having urgency and every time the patient goes to the bathroom she has a little stool. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to change programs. Patient was on program 2 and said program 2 was uncomfortable. During the call patient changed to program 3. Recommended monitoring symptoms, adjusting stim if needed and following up w/ hcp if symptoms don't improve the patient's relevant medical history included patient was also taking myrbetriq but had to cut down on the medication because it made the patient constipated. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. Underneath the summary of the event that stated that ever since the patient had a replacement, they were having urgency and a little stool, the patient wrote that they were still not happy. They stated that the health care professional (hcp) said that maybe the wire had moved? No further complications were reported at this time. Additional information was received from the patient. They reported that their prior implant never worked from the time of implant. It was removed and the doctor said they thought the wire was cracked or something. They had it removed and a new implant put in place. Their relevant medical history included arthritis in their left hip. Their chiropractor had told them to put one leg over the other to stretch and the patient wondered if that caused something to happen with the system.